Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. It was reported that the rep received a text message from the hcp reporting that the patient had seen this 8476 motor stall code. The issue was reported to have occurred on (B)(6) 2018. The rep had not spoken to the hcp so there was no further information at the time of the report. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. Destructive analysis identified the teeth on gear wheel three were worn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-29, information was received from the patient via a manufacturer representative (rep) regarding a patient receiving fentanyl (1000 mcg/ml, 849.1 mcg/day) via an implantable pump for an unknown indication for use. The patient was also taking oral dilaudid (2 mg). On (B)(6) 2018, an alarm began beeping, but the patient and their wife could not locate the sound. A rep interrogated the pump on 2018-july-29 and a motor stall had occurred on (B)(6) 2018 with a recovery occurred on (B)(6) 2018. A second motor stall occurred on (B)(6) 2018 and no recovery was noted when the rep interrogated the pump. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient's dose was 'cut' by 50%. The report indicated that surgical intervention was planned, but there was no indication when that intervention would occur. Per product registry, the pump was removed/replaced on (B)(6) 2018. The patient's status was alive - no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-06, additional information was received from the manufacturer representative (rep). Additional information provided pu mp logs. Logs confirmed the first motor stall occurred on (B)(6)2018 at 01:44. A stopped period may exceed tube set message occurred on (B)(6)2018 at 01:44 and the motor stall recovered no (B)(6)2018 at 14:13. The second motor stall occurred on (B)(6)2018 at 11:39 with a second stopped pump period may exceed tube set message on (B)(6)2018 at 11:39.